Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provide din the supplemental report.

Event description:
Pt reported the menu button is damaged and non-functional. No physiological effects were reported, and the pt did not require treatment form a health care professional or second party to address the issue. The infusion device was requested for evaluation.